Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received an inappropriate anti-tachycardia pacing (atp) due to atrial fibrillation (af) with rapid ventricular response. It was noted that the patient did feel the shock but had no symptoms at the time of the event. Boston scientific technical services recommended the patient to perform a patient initiated interrogations (pii). The patient was referred to contact their healthcare professional. No adverse patient effects were reported. This device remains in-service. It was reported that alerts were generated for anti-tachycardia pacing (atp) therapy delivered to convert arrhythmia and ventricular shock therapy delivered to convert arrhythmia. The therapy was potentially inappropriate for atrial tachycardia (at). Further system evaluation was recommended. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.